Event description:
It was reported that the patient¿s pump alarmed when the patient heard the low reservoir alarm a lot because the pump nurse was only available the 1st and 3rd wednesdays of the month for 2 hours. The pump system was delivering clonidine, baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).